Manufacturer narrative:
(B)(6). PMA/510k number : k081047; k123188; k133786. The ultra duo high fluid cart was 46 months old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The device was noted to have been previously repaired 4 times, the previous repair being for the right cylinder not draining on (B)(6) 2016. The valve pack was not associated with the current repair service, so the previous repair was a non-related issue. The complaint history review was not required since the repair technician could not reproduce the reported event or find any other issues with the device. On (B)(6) 2017, it was reported from (B)(6) that the unit had a smokey electrical burning smell. The event timing was unknown. The zimmer biomet installation technician was contacted about the cart and dispatched a service technician to be at the site. On 23 may 2017, the technician found no issues with the cart. There was no smell coming from the unit. The technician then verified that the device was functioning as intended. The unit was then returned to service without incident. No repair checklist was not required per crm. The repair technician could not reproduce the reported event or find any other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It is reported the unit had a smokey electrical burning smell. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001954182-2017-00007.